Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in using fingerprint authentication. A technical support specialist (tss) connected remotely to the station and applied the knowledge article titled bioid lumidigm update package 1.3 release for es-failure recovery fix. The tss proceeded with option b installation using remote smart service, and the installation completed successfully. The tss performed post-installation verification and confirmed that all required services were running. The tss requested customer validation of the biometric identification functionality, and the customer subsequently confirmed that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es dcjsouth4 user was unable to login using fingerprint. However, there were no delays or adverse events or injuries reported based on this event.